Manufacturer narrative:
Investigation: as the alleged product sample has been discarded and without any rep sample(s), the mfg site conducted a document review on the lot number of inventories residing at the reporting hosp during that time. The DHR for those lot numbers were reviewed. There was no record of any abnormality or failure was found during the production of those medical devices. Conclusion: based on the document review and investigation, we did not find any problem which could lead to the failure of the alleged complaint product.

Event description:
An alleged complaint was received on 12/6/06 by the sales mgr in another country. The facility alleges an endotracheal tube was involved in a pt death. The facility reported the cuff balloon burst during extubation. A partial catalog number and no lot number was provided. No add'l info available.